Event description:
It was reported that the pt had rejuvenate modular stem and neck removed and revised with restoration modular stem. It was additionally reported via sales rep phone call on (B)(6) 2012, that the surgeon reported the pt had pain and elevated cocr levels.

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.